Event description:
It was reported that the patient started a course of levaquin (levofloxacin) for stenotrophomonas pneumonia on (B)(6) 2022 and ended the course on (B)(6) 2022. The patient had a driveline infection, pseudomonas, different susceptibilities from sputum cultures. The patient completed a 4 week course of intravenous cefepime on (B)(6) 2022. On (B)(6) 2022, the patient was positive for clostridium difficile and completed a course of antibiotics. The patient also completed a course of prophylatic vancomycin once per month through the end of cefepime from the last admission. The patient experienced septic shock and was administered levophed and vasopressor. The patients white blood cells count was 58. The patient was positive for clostridium difficile and completed a course of prophylatic vancomycin. An intravenous of flagyl (metronidazole) was ordered. Cefepime was started for clinical features of pneumonia with worsening cultures and increasing vent requirements. Sputum cultures resulted with stenotrophomonas maltophilia and pseudomonas pneumonia, which prompted the antibiotics to broaden to zerbaxa (ceftolozane-tazobactam) and levaquin (levofloxacin) multidrugs.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.